Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to a "bad" non-tandem infusion set site, customer went into diabetic ketoacidosis (dka) and was admitted to the hospital. Long-acting insulin was administered. Customer was discharged from the hospital on the same day. Upon discharge, contact programed a temporary additional basal rate setting due to the long-acting insulin that was administered. Contact declined to provide customer, pump or additional event information. Contact declined tandem technical support's offer to follow up. Brand of infusion set was not provided.